Event description:
The customer complained of asthma like symptoms and coughing while using cidex opa. The customer did not seek medical attention and did not require treatment for the symptoms. The exact date of the event is unknown.

Manufacturer narrative:
.